Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed. Device labeling: instructions for use: to attach needle to syringe. Step 1: remove tip cap. Hold syringe and pull tip cap off the syringe as shown in figure a. Step 2: insert needle. Hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm® package) into the luer-lok® end of the syringe. Step 3: tighten the needle. Tighten the needle by turning it firmly in a clockwise direction (see figure b) until it is seated in the proper position as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap. Hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap as shown in figure e.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the "luer lock broke where the needle screws on". Patient contact was made. No injury occurred.